Event description:
It was reported by the customer via the senior account mgr for spine g d that the tip of the torque wrench broke off during surgery. It was added that the tip could be retrieved without complications and that there were no adverse consequences to the pt.

Manufacturer narrative:
Method - complaint history analysis, mfg record rev, risk assessment and visual inspection. Result - complaint history analysis, 22 previous complaints on this instrument related to the tip of the wrench fracturing during surgery. A CAPA was initiated in response to the reports. Mfg record rev, no discrepancies found that could be related to this issue. Risk assessment: replacement torque wrench was available, there was no prolongation of the surgery nor adverse consequences to the pt. Visual inspection, tip breakage was located between the junction of the cylindrical and hexagonal sections of the inner shaft. Conclusion: tip fractured during surgery. CAPA has been initiated to determine the root cause.